Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system has not been made available for analysis from the site neither has there been a part returned for analysis. Additional information will be reported as it is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the vertek's arm screw was damaged. Issue was resolved with part replacement. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.